Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged and pump battery was depleting quickly, leading to the pump shutting off. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. Reportedly, the customer was using a non-tandem charging cable and non-tandem power adapter in an attempt to charge the pump. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus via the pump was delivered and manual insulin injection was administered to address bg. Reportedly, customer reverted to an alternate method of insulin therapy.